Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failed and device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5.2 was failed and unable to detect on bus. The field service engineer checked the station and found no failures. Fse ran diagnostics, shut down the system, re-seated the row board cables in drawer 5.2, and rebooted the unit. The system functioned as intended after the field service engineer repaired the device.